Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed, and the following observations were noted: tamper seals were intact. Bottom case cracked at l-bracket mounting surface. Right plunger case cracked at top surface. Functional and delivery testing was conducted. There was a check syringe plunger sensor error identified in event history log review. Observation of plunger head operation. Plunger head is free to move in and out when plunger lever is depressed, but plunger flippers do not move as intended. The reported issue was confirmed. The root cause of the reported event was determined to be dowel pin fell out of plunger head mount. The following actions were taken: replaced plunger head mount and dowel pin. Other repairs included: replaced bottom case and right plunger case due to physical damage. Calibrated device. Device passed all functional and device testing after repairs. The cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken.

Event description:
It was reported that the device plunger holder was not working. No patient injury was reported.